Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was discovered, the adhesive was peeled off objective lens. In addition, there were scratches on the operation part, light guide connector, light guide cover glass, video connector case, video connector and was also broken, the curved rubber and the adhesive was missing. It was also noted, the bending angle was insufficient due to the elongation of the angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the image was cloudy on the endoeye flex 3d deflectable videoscope. Upon inspection and testing of the returned device, it was discovered the adhesive was peeling off the objective lens. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration or breakage of the adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction regarding handling the device including usage environment. Olympus will continue to monitor field performance for this device.